Manufacturer narrative:
(B)(4). The insulin pump failed to power up due to corroded battery tube compartment noted. Unable to verify no delivery. Battery last less than expected and motor error due to unit dose not power up. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm last week. The customer stated that the insulin pump had random no delivery alerts, batteries sometimes last less than one week and crack from the escape buttons to the reservoir window. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.